Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error. This complaint is being cancelled as not a valid complaint. The issue reported¿batteries not charging¿was due to expired battery, which triggered the "battery maintenance required" alarm, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battries of cardiosave intra aortic balloon pump (iabp) were not charging and requires battery maintenance. There was no harm or injury reported.